Event description:
The manufacturer received information alleging the ventilator sd card will not lock in, preventing any data from being gathered. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the reported issue was confirmed. In addition, reportable ventilator service required codes were observed. The customer requested that the device not be repaired. The device will be returned to the customer unrepaired. The inlet air path and removable air path foam were replaced.